Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that there was moisture under display screen due to pump getting splashed with a lot of water during camping. Customer also reported that insulin pump had cracks which may have allowed water to get into insulin pump. Customer's blood glucose was 6.0 mmol/l. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump was received with a blank display due to moisture damage on the electronic assembly. The pump was also received with moisture damage on the motor, battery tube and vibrator assembly. No moisture damage was found on the keypad assembly. Unable to perform the self test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime or excessive no delivery alarm tests due to the blank display. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, and a scratched reservoir tube window.